Manufacturer narrative:
The initial MDR 2247117-2017-00054 was filed on may 4, 2017. Additional information (06/01/2017): the instrument produced temperature error as sometimes the laboratory became hot. The customer turned on the air conditioning. Corrected information (06/01/2017): based on the additional information received regarding the patient samples affected, the event date has been corrected to (B)(6)2017. Additional information (06/22/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and concluded that the sample specific issue cannot be ruled out. The cause of the discordant, falsely low intact parathyroid hormone results on the patient samples is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The cause of the discordant, falsely low ipth results on the patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, falsely low intact parathyroid hormone (ipth) results on patient samples on an immulite 2000 xpi instrument. For example, there was a patient sample, which had initially resulted as falsely low on the immulite 2000 xpi instrument and when repeated on an alternate platform the result was elevated. The discordant result for this patient was reported to the physician(s), who questioned it. It is unknown if the result from the alternate platform was reported to the physician(s). For additional discordant patient samples, there were no samples available to perform repeat testing. It is unknown which results were reported for the additional patient samples. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ipth results.